Event description:
We received an allegation about discrepant results for 1 patient urine sample tested with total protein urine/csf gen.3 (tpuc3) assay on a cobas 8000 cobas c701 module when compared to a non-roche analyzer (siemens: athelica system). On (B)(6) 2024: the sample was tested and the initial result was 450 mg/dl. The sample was also tested on siemens (athelica system), resulting in a tpuc3 value of 0.29 g/l. On (B)(6) 2024 the sample was repeated and the 1st repeat result was 357 mg/dl. On (B)(6) 2024 the sample was also repeated and the 2nd repeat result was 389 mg/dl.

Manufacturer narrative:
The tpuc3 reagent expiration date was not provided. The cobas c701 module serial number was (B)(6) . Qc was acceptable. The alarm trace showed multiple abnormal aspiration (sample probe) alarms. The customer suspected an interference. The investigation is ongoing.

Manufacturer narrative:
Section b7 was updated. The calibration was acceptable. The alarm trace showed frequent incubation water exchange alarms and a couple of cell blank alarms. Since the patient did not take any medication, no substance was available that could analytically interfere with the tpuc3 assay. The root cause was consistent with an issue with the sample quality or a possible physiological effect of the patient's disease causing proteinuria. There is no evidence to reasonably suggest that the roche assay did not function as intended. The investigation did not identify a product problem. The cause of the event could not be determined.